Event description:
Boston scientific received information that the patient with this device system was presented in the ER due to symptoms of shortness of breath. On the cardiac monitor, the patient was ap-vp at maximum sensing rate. When the physician placed a magnet over the device, the rhythm broke. The device was programmed with minute ventilation to off and the behavior ceased. No further complications were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.